Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: analysis was performed on the returned device. The reported peeling white arrow markers was confirmed. Senior medical advisor reviewed the case details and concluded that the white ink pad is biocompatible and non-cytotoxic and not expected to have any patient effects. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported peeling white markers appears to be relate to procedure circumstance due to inadvertently wiping the print pads (white arrow marker) during the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other two perclose proglide devices referenced are being filed under separate medwatch reports.

Event description:
It was reported that suture placement in the right common femoral artery (rcfa) and the left common femoral artery (lcfa) was achieved with three proglide devices using the pre-close technique via a 6f sheath prior to a percutaneous endovascular aneurysm repair (pevar) interventional procedure. Reportedly, the sutures of two proglide devices in the rcfa and the suture of one proglide device in the lcfa were successfully pre-placed; however, it was noted that the white arrow markers at the guide wire exit port were peeling on all three proglide devices. The sheath was upsized to a 16f in the rcfa and 10f in the lcfa, the pevar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.